Manufacturer narrative:
(B)(4). Medical products: unknown ssk knee tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00569, 0001825034-2018-00570. Remains implanted.

Event description:
It was reported that the patient is being considered for revision after knee arthroplasty due to unknown reason.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision procedure due to pain and nickel allergy. All components were removed and replaced with titanium ssk implants. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to report additional information reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.